Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the pt was a recurrent dislocator and was revised to a constrained liner in 2004. Pt presented with obvious fracture of titanium ring of constrained liner and dislocated hip. Taken to operating room and elected to cement in a zimmer constrained liner with a 28mm head.